Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The caregiver (cg) reported the patient line disconnected from the catheter while they were asleep. They woke up when the hc alarmed se 2240. The baxter technical service representative (tsr) explained the alarm and the home patient (hp) would do a manual drain. The tsr assisted the cg to end therapy. The tsr instructed the cg to contact the peritoneal dialysis registered nurse (pdrn) regarding the air in the supplies and the end of the catheter touching the bed and clothes without having a cap on it. The call completed and the hp would start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he said that his transfer set was not connected fully to his catheter and came undone. There was nothing wrong with the supplies he said. He was able to complete therapy with manual supplies. Since then he has been completing therapy successfully. He said his heart has been giving him problems and he is going into the hospital on the (B)(6) to see his doctor for that. There was patient involvement but no reported medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. An assignable cause of the reported issue was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.